Event description:
It was reported that two inappropriate shocks were delivered due to noise involving this electrode. The patient was brought into the clinic and provocation maneuvers were performed in all sensing vectors with therapy turned off. Noise was seen in all sensing vectors. The device was programmed to the primary sensing vector and reports and x-rays from the follow up and during implant were sent for technical services (ts) review. Technical services (ts) could not view the episodes sent, but based on the files provided confirmed that the type of signal seen was pointing toward heavy myopotential activity. Ts discussed troubleshooting options to evaluate the sensing and detection for this case. Additional information noted that all device data was uploaded for further review and when re-screening was performed the patient passed screening in the primary sensing vector and secondary sensing vector on the left side. The physician had discussed re tunneling the electrode to fix the distal end. Further information noted that the electrode may have moved slightly based on x-ray images due to the patients weight loss. The electrode was thus repositioned and the distal end was sutured down. No further myopotential oversensing was seen after the revision. No additional adverse patient effects were reported.